Event description:
It was reported that cytotoxic medication leaked past the bd plastipak¿ concentric luer lock syringe plunger during use. The following information was provided by the initial reporter, translated from french to english: "presence of cytotoxic products outside the syringe (at the plunger) during sampling."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2009021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2009021 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was observed. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cytotoxic medication leaked past the bd plastipak¿ concentric luer lock syringe plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "presence of cytotoxic products outside the syringe (at the plunger) during sampling."